Event description:
As reported, the 7f exoseal vascular closure device (vcd) failed to release when used and was withdrawn by pressing the down button and staying for 4 seconds. The plug was found to be approximately 30% in the delivery rod. Manual compression was used to stop the bleeding. There were no reports of patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The patient was using an exoseal device. An 8f exoseal 11cm introducer sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. Confirmation that the vessel diameter is greater than or equal to 5 mm and that there are no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was fully depressed and flush with the handle. The plug was not dislodged from the exoseal vcd device after removal from the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the 7f exoseal vascular closure device (vcd) failed to release when used and was withdrawn by pressing the down button and staying for 4 seconds. The plug was found to be approximately 30% in the delivery rod. Manual compression was used to stop the bleeding. There were no reports of patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The patient was using an exoseal device. An 8f exoseal 11cm introducer sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. Confirmation that the vessel diameter is greater than or equal to 5 mm and that there are no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was fully depressed and flush with the handle. The plug was not dislodged from the exoseal vcd device after removal from the patient. An 8f 11cm non-cordis introducer sheath was used. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient's bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the unit was received fully deployed. A dimensional analysis of the delivery shaft inner diameter was conducted in the received unit. The result obtained was within specification. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device since the device was received without the plug and fully deployed. Dimensional analysis was within specification. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7f exoseal vascular closure device (vcd) failed to release when used and was withdrawn by pressing the down button and staying for 4 seconds. The plug was found to be approximately 30% in the delivery rod. Manual compression was used to stop the bleeding. There were no reports of patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The patient was using an exoseal device. An 8f exoseal 11cm introducer sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. Confirmation that the vessel diameter is greater than or equal to 5 mm and that there are no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was fully depressed and flush with the handle. The plug was not dislodged from the exoseal vcd device after removal from the patient. An 8f 11cm non-cordis introducer sheath was used. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient's bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.